Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged. An attempt to reposition it was unsuccessful, as the helix was nonfunctional. The lead was returned for laboratory evaluation.